Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device is requested for evaluation at our laboratory at bbm ag melsungen, germany.

Event description:
As reported by the user facility ((B)(4): over infusion.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the device was subjected to a visual and functional examination. The history revealed that the customer has selected a wrong syringe. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. A user error caused the reported error pattern.